Event description:
A sixty-seven-year-old female who presented to the emergency department with an inferior st-segment elevation myocardial infarction in cardiogenic shock. Cardiac catheterization demonstrated 100% occlusion of the right coronary artery with a large clot burden and an akinetic right ventricle. The initial plan was to place an impella cp heart pump and an impella rp heart pump. A temporary pacemaker was inserted due to bradycardia. The impella cp device was implanted using best practices and was initiated; however, low flow was observed secondary to right heart failure. A coronary wire perforation occurred in the distal right coronary artery (rca), after which the patient became increasingly unstable. The clinical team elected to initiate veno-arterial extracorporeal membrane oxygenation (ECMO) rather than proceed with placement of the right-sided impella rp device. Pericardiocentesis was performed following placement of two covered stents in the distal posterior descending artery and posterolateral ventricular branch. The final right coronary artery angiographic image demonstrated a no-reflow phenomenon. The patient received a massive transfusion and was transferred to the intensive care unit. On the following day, the patient was found to be significantly volume depleted and received intravenous fluids. The anti-factor xa level was hyper-therapeutic, and oozing was observed from multiple sites including the ECMO cannulas, dialysis catheter site, swan-ganz catheter site, and a small amount from the impella access site. On the third day, the patient was returned to the catheterization laboratory to fix the no-reflow in the rca. During the attempt to reestablish coronary flow, the patient developed recurrent pericardial bleeding. She was taken to the operating room for a thoracotomy with creation of a pericardial window to address ongoing hemorrhage and clot accumulation within the pericardium. Later, the patient returned to the catheterization laboratory for further evaluation of bleeding related to the rca perforation; angiography demonstrated 100% occlusion of the right coronary artery. The treating physician elected not to intervene further and to allow the right coronary artery occlusion and right-sided myocardial infarction to control the bleeding source. By the fifth day, the patient remained critically ill but began to show gradual improvement. On the sixth day, the thoracic incision was closed. After ten days, the patient was noted to have a decompressed left ventricle, and the impella cp device was deemed no longer required for circulatory support. The clinical team elected to replace the impella device with an intra-aortic balloon pump (iabp). The impella device was successfully explanted without complications, and the patient remained supported with extracorporeal membrane oxygenation and the intra-aortic balloon pump. While the impella cp is coded for the complications, the vessel perforation was caused by the percutaneous coronary intervention¿s wire which in turn resulted in the rest of complications. All device-related decisions were based on the patient¿s clinical condition and response to therapy.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.